Manufacturer narrative:
One 23ga vitrectomy cutter was returned in a plastic zip lock bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The bank cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were connected and no defects were found. A functional test was performed using a stellaris system. The cutter had good clean cuts and aspirated as intended at the lower cut rates. However, at around 4000 cuts per minute the inner needle stopped retracting from the port window. The inner needle blocks the port preventing aspiration and cutting. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. Report 2 of 2 see 1920664-2015-00060.

Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the pt or medical intervention required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 1920664-2015-00060.